Manufacturer narrative:
This complaint has been assessed for all sport compact tampons (as exact product lot has not been identified) for the reason code. This is the only report within the last 6 months. No date code has been provided for this complaint at this time, therefore we cannot determine it's association with any lots of known identity. A manufacturer lot code or specific product was not provided. With no means to ascertain the actual product or manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The complaint can be re-opened if additional relevant information becomes available.

Event description:
Consumer stated that her 12-year-old daughter informed her that she was unable to take her tampon out because she couldn't feel the string. Consumer took daughter to emergency room and the doctors chose to sedate her daughter to remove the tampon because she has never had an internal exam as she is 12-years-old. Once sedated, the tampon was removed and discarded as biohazard by the doctor after the doctor examined it and stated the removed tampon had no string attached. Consumer's daughter was discharged with a prescription antibiotic to prevent infection and nausea medication due to the antibiotic prescribed.

Event description:
Consumer stated that her 12-year-old daughter informed her that she was unable to take her tampon out because she couldn't feel the string. Consumer took daughter to emergency room and the doctors chose to sedate her daughter to remove the tampon because she has never had an internal exam as she is 12-years-old. Once sedated, the tampon was removed and discarded as biohazard by the doctor after the doctor examined it and stated the removed tampon had no string attached. Consumer's daughter was discharged with a prescription antibiotic to prevent infection and nausea medication due to the antibiotic prescribed.

Manufacturer narrative:
This complaint has been assessed for all sport compact tampons (as exact product lot has not been identified) for the reason code. This is the only report within the last 6 months. No date code has been provided for this complaint at this time, therefore we cannot determine it's association with any lots of known identity. A manufacturer lot code or specific product was not provided. With no means to ascertain the actual product or manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The complaint can be re-opened if additional relevant information becomes available. Updated received on 26feb2025: the consumer returned 9 sport super tampons of an unknown lot. 1 tampon was sent for string performance testing and 8 tampons were visually inspected for stringing defects. No defects were found. A sample tampon from the consumer return was tested for string performance. The tampon met the testing requirement with a result of 19.0lbs which exceeds the lower specification limit of 8.0lbs. An investigation was conducted that included a 6-month trend analysis, product risk documentation, visual inspection of the returned product, and physical testing of return. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured. This complaint investigation may be reopened if more information becomes available.

Manufacturer narrative:
This complaint has been assessed for all sport compact tampons (as exact product lot has not been identified) for the reason code. This is the only report within the last 6 months. No date code has been provided for this complaint at this time; therefore, we cannot determine its association with any lots of known identity. A manufacturer lot code or specific product was not provided. With no means to ascertain the actual product or manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The complaint can be re-opened if additional relevant information becomes available. Updated received on 26feb2025: the consumer returned 9 sport super tampons of an unknown lot. 1 tampon was sent for string performance testing and 8 tampons were visually inspected for stringing defects. No defects were found. A sample tampon from the consumer return was tested for string performance. The tampon met the testing requirement with a result of 19.0 lbs which exceeds the lower specification limit of 8.0 lbs. An investigation was conducted that included a 6-month trend analysis, product risk documentation, visual inspection of the returned product, and physical testing of return. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured. This complaint investigation may be reopened if more information becomes available.

Event description:
Consumer stated that her 12-year-old daughter informed her that she was unable to take her tampon out because she couldn't feel the string. Consumer took daughter to emergency room and the doctors chose to sedate her daughter to remove the tampon because she has never had an internal exam as she is 12 years old. Once sedated, the tampon was removed and discarded as biohazard by the doctor after the doctor examined it and stated the removed tampon had no string attached. Consumer's daughter was discharged with a prescription antibiotic to prevent infection and nausea medication due to the antibiotic prescribed. Additional information received on 15apr2025. Consumer's daughter went to emergency department on (B)(6) 2024 because she was unable to remove the tampon for the past 8 hours. Consumer's daughter had been seen by her primary care physician the day prior for 6 weeks of recurrent nausea, vomiting, and diffuse abdominal discomfort. Medical records stated that an IV was established on the consumer's daughter and she was given 4 mg of versed. The tampon was removed in the emergency department. Consumer's daughter was recommended to take flagyl 500 mg twice a day for 7 days.